Event description:
2024-06-26: integrum received axor ii unit i7748 together with a report form stating that the device has detached from the abutment. No health consequences or patient injury reported. The exact date of event is unknown, according to the report form it has happened between 3/2024 and 5/2024. 2024-08-06: technical investigation of unit i7748 performed, during the investigation the gripping function was found to be insufficient due to the clamping nut being worn and damaged. The unit has not been sent to integrum for annual service according to instructions in the IFU (installation of device 2022-08-03). During service the clamping nut was replaced.the device was functionally tested according to specification with approved results. A feedback report will be provided to the customer highlighting the importance of sending the axor ii for annual service according to the IFU.

Event description:
On (B)(6) 2024: integrum received axor ii unit i7748 together with a report form stating that the device has detached from the abutment. No health consequences or patient injury reported. The exact date of event is unknown, according to the report form it has happened between 3/2024 and 5/2024. Technical investigation of the unit has not yet been performed.